Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record and sample test from this lot could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Pancreatitis is listed as a potential complication per the instructions for use. Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. Corrective action: corrective action has not been determined at this time. Once that determination has been made, a follow-up medwatch report will be submitted. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
The fusion omni-tome pre-loaded sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp). The pre-loaded wire guide was used to cannulate the pancreatic duct. The sphincterotome was used to perform a sphincterotomy. The sphincterotome was removed, leaving the wire guide in position inside the pancreatic duct. An extraction balloon was advanced over the wire guide and used to sweep the duct. The last step was to place a plastic pancreatic stent for drainage. When advancing the stent over the wire guide, the position of the wire guide moved so that the tip was no longer in the pancreatic duct. Wire guide access to the pancreatic duct was lost. Advancement of the wire guide back into position inside the pancreatic duct was unsuccessful; they were unable to regain cannulation and place the stent. The patient developed post procedure pancreatitis. The physician indicated the fusion omni-tome pre-loaded sphincterotome is a possible cause for the pancreatitis. The patient was treated for pancreatitis according to the medial facility policy.